Event description:
Philips received a complaint from customer biomed reporting the touch screen on the v60 ventilator was not responsive. The device was in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed there was no patient impact as a result of this issue. The issue reportedly persisted after a touch screen calibration attempt. However, the bme reported the unit returned to full functionality with another calibration effort. The device was operational and returned to service. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
H10: the customer biomedical engineer (bme) reported with a follow up call shortly after the original case closed, that while the unit passed calibration, the device eventually drifted out of calibration. A philips remote service engineer (rse) recommended and provided part details for a touch screen replacement.

Manufacturer narrative:
H10: the biomed engineer (bme) reported the touchscreen was replaced as advised and the issue was resolved. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.